Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) implant over a year ago. The device works, but the patient is unable to have an orgasm. There were no additional patient complications reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) implant over a year ago. The device works, but the patient is unable to have an orgasm. There were no additional patient complications reported.

Manufacturer narrative:
B3: date of event: unknown, used the first day of the aware month.